Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right coronary artery. An unknown 3.5x38mm stent was successfully implanted at the lesion. However, during post-dilatation with a 4.0 x 12mm nc trek balloon dilatation catheter (bdc), the balloon was unable to inflate. Once the bdc was removed from the anatomy, it was attempted to inflate it but was unsuccessful and fluid leaked from the distal shaft. Another same size nc trek was used to successfully complete the procedure. The device had not been properly prepped as it was not submerged in saline. No resistance noted during advancement or removal of the device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.